Event description:
It was reported that a minimum fill notification occurred while customer attempted to load new cartridge containing 300 units of insulin, with 269.4 usable units remaining, and customer wore pump in case. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed to remove pump from case and clean pneumatic tap area, but declined further guidance, reloaded new cartridge independently, and confirmed issue was resolved, and technical support agreed to send replacement cartridges for current and previously replaced cartridges and then closed case.